Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
2 screwdriver tips were broken inserting peripheral screws onto the baseplate, and upon washing the attachment to the im cut guide, it was noticed that the knob was bent and could no longer be screwed down.